Event description:
It was reported that a user received a teflon infusion set instead of their preferred cd steel infusion set and experienced difficulty during insertion, including the blue applicator piece detaching during spring-loading and one infusion site failing to adhere after insertion, with lot 6013340 noted. No reported symptoms or clinical effects. Outcomes included user education, confirmation of address, and arrangement to provide replacement cd steel infusion sets. Investigation included troubleshooting and education with video and step-by-step guidance. Investigation of this case revealed deployment and adhesion issues during infusion set insertion, consistent with an incorrectly deployed infusion set and potential applicator detachment affecting placement. It was concluded, based on previously established findings for similar reports, that the cause was user technique during insertion.